Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) jumped during fixation. While repositioning the lp, the helix was extended. The lp was removed and a different lp was used to complete the procedure. There were no patient consequences.